Event description:
A customer reported a malfunction alarm occurred. There was no reported adverse impact on the customer¿s blood glucose level as a result of this issue. Despite the pump being under warranty, the customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Tandem technical support arranged to replace the pump and instructed the customer on how to put the current pump into storage mode before returning it with a pre-paid label.